Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated lead and device replacement, noise was observed on the device. The root cause of the noise was unable to be determined. The decision was made to keep the device and continue to monitor the patient. The patient was doing fine post procedure.